Manufacturer narrative:
We checked the returned unit and confirmed that the spots image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube coating coating damage, the lcb distal cover glass cracked, the air/water nozzle clogged, the objective lens scratched,and the distal body chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).